Manufacturer narrative:
The event disposable IV set was returned for investigation. Visual inspection observed no anomalies with the returned primary set. Functional testing of the primary set was performed; no leaks were observed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that d10 tpn with 0.5 units of heparin/1 ml was continuously infusing at 1.3 ml per hour through both lumens of the cvp line. Approximately 12 hours after the bag was hung there was blood flowing back through the tubing. At this time the nurse noticed that the bag was completely empty although the pump did not alarm. It was stated that the integrity of the pump door was compromised however no details were provided. Blood was drawn to assess electrolyte levels and clotting which were normal. There was no lasting patient harm.

Manufacturer narrative:
The customer¿s report of the bag emptying sooner than expected was not confirmed. The pcu event log shows that the pump module was in use and infusing tpn at a rate of 1.9ml/hr. At 8:48 am on (B)(6) 2017, the device was paused and then alarmed for flo stop open for three seconds. The door was then closed and the infusion was restarted. The infusion continued until 9:32 pm when the device was channeled off. The volume recorded as being infused during this period was 18.224ml. There were no air in line alarms during this period. During inspection the device was observed to have both hinge posts broken on the bezel. This prevents the door from fully closing and results in the device being unable to occlude the pumping segment properly, which can result in either an under or over infusion condition. Rate accuracy testing showed the device to be underinfusing. The root cause of the device infusing faster than expected was not identified.